Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 42 mg/dl at the time of incident and the current blood glucose of the customer was 170 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food. Customer reported they did not allege pump was over delivering. The insulin pump will not be returned for analysis.